Manufacturer narrative:
Per the pt's medical record, the physician noted on (B)(6), 2011, the interior of the wound was entirely granulated beautifully. Based on info provided, it cannot be determined that the alleged maceration is related to v.a.c. Therapy. Device labeling available in print and online, states: duration of therapy. Therapy should be continuous for a minimum of 2 days up to a maximum of 7 days. Pts should be instructed not to turn therapy off unless: advised by the treating physician. Bleeding develops suddenly or in large amounts during therapy. There are serious signs of allergic reaction or infection. The canister is full of fluid. Batteries need to be changed. System alerts must be addressed. Pt should be instructed to contact the treating physician if: bleeding develops. Signs of infection are present. Therapy unit turns off and cannot be restarted before therapy is scheduled to end. Indication and alert symbols: the therapy unit will provide audible and visual alerts as shown below. If alert conditions cannot be corrected, pt should contact treating physician.

Event description:
On (B)(4), 2013, kci received the pt's medical record which stated: on (B)(6), 2011, "the wound was macerated somewhat distally, particularly with the wound pump having been off for the last eight hours due to an alarm". The wound was superficially debrided with a curette. The pt was discharged from the hospital the same day, and continued to receive v.a.c. Therapy.